Event description:
Surgeon reported that the anterior chamber of the patient's eye was unstable during a phacoemulsification procedure which resulted in a broken capsule and dropped nucleus. The surgeon further reported that the case programs were switched off by the machine.